Event description:
It was reported that during a laparoscopic cholecystectomy procedure, while firing the device the surgeon noticed that the first clip was scissored on the cystic duct. There were no patient consequences. Case completed with another device of the same product code. One device will not be returned.

Manufacturer narrative:
(B)(4). Additional information: did scissored clip cut structure? No the scissored clip did not cut the duct. Did bleeding occur when structure was cut? N/a. If bleeding, please quantify amount of bleeding that occurred. N/a. How was cut structure repaired? Additional clips were placed on the duct. Was scissored clip retrieved? No the clip was not retrieved. Was clip fired on or near another clip? The clip was not fired on or near another clip. Any torquing or twisting of device? Not sure of any torquing or twisting of device. Any resistance felt? Not sure of any resistance. Does the patient have any relevant history of surgical treatments? If so, what? Not sure of any relevant history of surgical treatments.